Manufacturer narrative:
Initial and final MDR 1889134 - MDR 3003442380-2024-08535 - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set leaking at site events. Event 1 occurred on 27-apr-2024, event 2 occurred on 30-apr-2024, event 3 occurred on 01-may-2024, event 4 occurred on 05-may-2024, event 5 occurred on 05-may-2024. The infusion sets had been used for 2 days. The patient replaced the infusion sets and resumed the insulin deliveries successfully. No further information was available.